Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasonic gastrovideoscope was not producing an ultrasonic image as the scope could not be recognized. Reportedly, this event was found during inspection before use. There were no reports of patient involvement.